Event description:
It was reported to boston scientific corporation that an implantation of an obtryx system occurred during a procedure on (B)(6) 2010. According to the complainant, the patient suffered bodily injuries, including pain, bleeding, dyspareunia, and other injuries. (Date/s of onset and specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.